Event description:
It was reported that the catheter cracked. No pt complications were reported. It was reported that the device would not be returned for evaluation and that the device was discarded.

Manufacturer narrative:
Only an open unused introducer kit from the same lot was returned. The tray was examined and found to be missing the introducer. All other components were in the kit. Actual device was not returned, discarded.